Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿battery connector is broken¿ and the housing is damaged was confirmed with the submitted reference photos. Submitted reference photos captured a fractured battery clip with a portion missing and fractures on the housing near and the alarm silence button. A root cause that attributed to the damage could not be determined during the evaluation. The unit was repaired. Performed preventive maintenance and full functional checkout, which the unit passed all testing. The power module was returned to the customer site. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module (serial # (B)(6) was shipped to the customer on 17jun2010. Power module IFU (B)(4) rev. B (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. Under ¿powering the system¿, a warning description relating to the power module backup battery ¿ensure that the backup battery is connected prior to initial use and after the power module is shipped for service or maintenance. The power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. The power module ships with the backup battery disconnected. The battery must be connected prior to initial use. If the power module backup battery is not connected, the backup power source does not work.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module battery connector was broken.